Event description:
At 11:39 and 20:06 the adult patient had an episode of ventricular tachycardia and the telemetry monitor system (tms) did not alarm. The technician monitoring in both instances caught the abnormality and notified the rn for the patient real-time. By not alarming, the system did not retain the event in the history which prevented the cardiologist from viewing the event. The system did not recognize the arrhythmia. Software enhancements are needed that would help recognize crisis alarms. Patient was not harmed in this case, but it was a near-miss.